Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) was failed. A field service engineer (fse) confirmed that there was no failure evident on the screen. However, the customer reported that the system had experienced frequent failures. So, the fse replaced the micro switches on the latch, and the system was tested by hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.